Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter tip malposition was inconclusive because the clinical conditions in which the event was reported to have occurred could not be replicated. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The catheter shaft appeared slightly flattened at the 40cm depth marking. Tactile inspection of the sample revealed tensile weakness, necking and discoloration at the 40cm depth marking. The state of the catheter in vivo could not be assessed. Consequently this complaint is inconclusive at this time. The compression and tensile weakness suggested that catheter constraint may have contributed to the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter was placed for the patient and blood cannot be drawn back. The x-ray showed that the tip of the catheter gradually moved up, the exposed length did not increase, the dripping speed was normal, and no resistance noted for pulse flushing of the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4721 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed for the patient and blood cannot be drawn back. The x-ray showed that the tip of the catheter gradually moved up, the exposed length did not increase, the dripping speed was normal, and no resistance noted for pulse flushing of the catheter.